Event description:
Patient had a 10cm aortic aneurysm as well as a 10cm right iliac aneurysm. The left iliac was very tortuous and the aortic neck had a 75-80 degree angle. The physician initially intended to place the main body graft through the left iliac, but it was too tortuous. The physician decided to place the main body through the right side and perform an aui conversion. After the main body, converter, iliac leg graft, and occluder were placed, the final angiogram noted a proximal type I endoleak. Another manufacturer's stent was placed to resolve the leak. The leak had diminished, but still persisted. The patient will continue to be monitored.